Event description:
During epidural catheter placement, the abbott 20-gauge nylon open-end epidural catheter was sheared off (approx 10 inches). It was labeled as "marked radiopaque catheter". However, when attempting to locate the catheter it was noted via x-ray, fluoroscopy, MRI and CT scan either within the pt, or when filmed externally, not to be visible.